Event description:
A us distributor returned monitor sn (B)(4) to report that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. Upon investigation, the monitor would not power up with the sd card installed. The cause for the power-up failure was isolated to a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the defective sd card.